Manufacturer narrative:
Device evaluation: 1 x clso-10 device of unknown rpn and unknown lot number was not returned to cirl for evaluation. Therefore, a document-based investigation will be carried out documents review including IFU review: prior to distribution ¿clso-10-x¿ devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the clso device cannot be carried out since the lot number of the device is unknown. The instructions for use, ifu0045-7 which accompanies this device instructs the user to ¿refer to package for minimum channel size required for this device.¿ it may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. Root cause review: a definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide.as per information received, it is confirmed that a 0.025" wire guide was used. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions

Event description:
Customers tried to insert clso-10fr plastic stent into the bile duct compatible with oa-10. However, the white proximal wire port of the inner catheter was detached from the internal induction catheter. This has occurred frequently in recent, and customers have requested inspection of joints, and confirmation of product changes during production process. ((B)(4)) for your information, it is difficult to track lot numbers because the products are discarded. As per information received on 11-may-21: the clso-10 was used with the 0.025in wireguide. And, it is difficult to confirm a full rpn for clso-10 currently. This file is created to capture the use of incorrect size wireguide with clso unk rpn. Did any section of the device remain inside the patient body? No did the patient require any additional procedures due to this occurrence? No did the product cause or contribute to the need for additional procedure(s)? No were there any adverse effects on the patient due to this occurrence? No did the product cause or contribute to the adverse effect(s)? No